Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the coronary dilatation catheters (cdc), trek rx and mini trek rx, global instructions for use specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly tortuous, heavy calcified mid right coronary artery with 90% stenosis. A 2.5x15mm rx trek balloon dilatation catheter was advanced with resistance noted against the anatomy. The balloon ruptured during first inflation at 10 atmospheres. The device was replaced with a non-abbott balloon to continue. A 3.25x33mm xience sierra stent was deployed. Post-dilatation was performed with a 3.75x12mm nc trek balloon dilatation catheter to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.